Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During preparation for use, the device repeatedly turned on and off by itself, and the endoscopic image on the screen was not visible. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. However, omsc assumed that the reported event was caused by the defect ot the circuit board due to aging. If additional information becomes available, this report will be supplemented.